Event description:
It was reported that the patient expired. The cause of death was due to ventricular tachycardia, cardiogenic shock and acute and chronic heart failure. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found.